Event description:
It was reported to philips that the customer was unable to perform exposures. The device was in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the issue occurred at the start of a diagnosis procedure. The procedure was completed as planned by doing multiple cold restarts. The philips field service engineer (fse) inspected the system onsite and confirmed that the system cannot be able to produce exposure. A review of the system log files identified that there was an issue with video cable which is attached to the video control pc. Fse replaced the set cables in b-cabinet and restarted the system. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.